Event description:
It was reported that the device had the service light illuminated and logged fault codes in the memory indicating a possible critical failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed the reported fault code logged in the memory. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was unable duplicate the reported fault code. Extensive assembly testing on the test mock-up device found no failure.